Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the pharmacist did stryker change anything regarding the manufacturing of the sps cortex screw 3.5 mm. During a procedure, the surgeon and the pharmacist noted that the hexagon socket head screw seemed to be less solid than before because they would have had some failures when screwing different screw types. The head of the screw slipped which prevent the medical staff from inserting the screw properly and fully.